Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown; product type catheter product ID neu _unknown_cath lot# serial# unknown; product type catheter product ID neu_unknown_cath lot# serial# unknown; product type catheter. (B)(4). Analysis of pump revealed no anomalies. Analysis of unknown catheter revealed sc connector had a nonsignificant indent in seal that did not affect infusion. Analysis of unknown catheter revealed catheter body/user related hole.

Event description:
Product was returned with no information